Event description:
Philips received a complaint regarding the v60 ventilator indicating that the device¿s touchscreen was unresponsive. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed a remote service engineer (rse) that calibration of the touchscreen was attempted but failed. The customer reported that the touchscreen was not responding to any commands, so the rse asked the customer to enter the diagnostics menu to attempt another calibration, but it was not possible to enter the diagnostic screen due to the lack of response to touch input. A field service engineer (fse) went to the customer site and replaced the touchscreen to resolve the issue. Following the part replacement, the fse completed a performance verification test which the device passed, confirming the device¿s return to full functionality. The device was confirmed by the fse to be ready for a return to clinical use.